Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used nor recharged her system for the past 6-8 months due to discomfort at the pocket site which increases when stimulation is turned on. Reportedly, the patient's skin around the pocket site is red. Furthermore, the ipg will no longer communicate with external devices and is inoperable. Surgical intervention was scheduled as the next course of action to address the issue. Follow-up identified the procedure took place on (B)(6) 2016 during which time the ipg was explanted and replaced with a new model which in turn resolved the issue.